Event description:
It was reported on (B)(6) 2022 by an arthrex employee via email that an ar-3600 suture anchor broke.. This was discovered during a case and broke inside the patient. Per facility: "when doctor pulled the thread to check if it could come off after inserting the implant, it broke easily. The anchor was left in the body as it was."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.